Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 was difficult to open and close. A field service engineer (fse) identified that the drawer did not fully extend and required force to operate due to a misaligned frame and slide members being off track, which had caused damage to the retractor band hinges. The unit was powered down, the drawer was removed, and both sliding rails and the retractor band were replaced. The drawer was reinstalled, the system was restarted, and functionality was verified using the hardware test application, where the drawer passed all tests and was confirmed to be operating normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es zb03c-pacu 1 main drawer 5 failed. The drawer felt sticky when opening and closing. When the user attempted to access the drawer, it appeared jammed or stuck while pulling out and closing. The user mentioned that the railing might have been misaligned or broken the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.